Event description:
Doctor was harvesting a leg vein for a coronary artery bypass grafting (CABG) procedure and was using the device and the irrigation port was defective. The device was subsequently taken off of the field.